Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury person /pelvic pain female') in a female patient who had essure (batch no. A14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and impaired work ability ("no longer capable of working"). The patient was treated with surgery (foreign-body material was removed on (B)(6) 2020.). At the time of the report, the pelvic pain outcome was unknown. The reporter considered impaired work ability and pelvic pain to be related to essure. The reporter commented: essure placement date is approximated lot number: a14894 manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2022: event : injury nos replaced with pelvic pain female, inability to work were added , product removal date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury person /pelvic pain female') in a female patient who had essure (batch no. A14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), impaired work ability ("no longer capable of working"), abdominal pain ("severe (chronic) pain in the abdomen"), back pain ("back pain"), arthralgia ("hip pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and heavy menstrual bleeding ("changes in their menstrual cycle / abnormally heavy bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign-body material was removed on (B)(6) 2020). At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding and hormone level abnormal had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, impaired work ability and pelvic pain to be related to essure. The reporter commented: essure placement date is approximated. Lot number: a14894. Manufacturing date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2022: events abdominal pain, back pain, hip pain, chronic fatigue, memory loss, headache, concentration problem, changes in their menstrual cycle occurred (heavy menses & hormonal problems ) were added. Outcome updated to recovered resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("injury person /pelvic pain female") in a female patient who had essure inserted (lot no. A14894). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and impaired work ability ("no longer capable of working"). The patient was treated with surgery (foreign-body material was removed on (B)(6) 2020.). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered impaired work ability and pelvic pain to be related to essure administration. The reporter commented: essure placement date is approximated. Lot number: a14894. Manufacturing date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.